Manufacturer narrative:
Section d4: multiple attempts were made to obtain device serial number but this information was not provided. Section h1,5,8: correction. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 11:59:24 to 11:59:54 and from 16:03:17 to 16:03:22. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. It was reported that the patient stated the loss of power was due to the mpu being unplugged while attached. Multiple requests were made to obtain additional event information (including if the mpu was unplugged from the ac wall outlet or from the back of the unit, the serial number of the mpu, if the mpu would be returned for evaluation, and if the patient has a locking ac power cord); however, no response was received. The reported event was determined to be caused by the mpu being unplugged while the patient was attached; however, it could not be determined if the mpu was unplugged from the from the ac wall outlet or from the back of the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a loss of power observed when reviewing the patient's history. The patient stated this is due to the mobile power unit being unplugged while attached. The patient denied any symptoms/effects during this time. Log file analysis observed the 2 no external power alarms while on the mobile power unit.